Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. No additional event information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Loss of connection could not be determined. A root cause analysis will not be performed. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
Sr-(B)(4).